Event description:
Pt reported that one two occasions (with two different insulin cartridges) he discovered that there was moisture that smelled like insulin in his device's insulin cartridge chamber. In both cases, the pt noticed that it took longer than usual to prime the cartridges (40-unit prime versus 20-unit prime). No errors were generated by the device. Pt will switch to back-up device. Pt's blood glucose was not affected, and no treatment was received.